Event description:
Pt participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse, and osteophytic spondylosis (vertebral body). Pt was implanted with an anterior lumbar interbody fusion (alif) spacer at level l5_s1 size. Pt was also implanted with an anterior tension band (atb) plate at screw_l5_l, screw_l5_r, screw_s1_l, and screw_s1_r, with atb plate 449.072. Surgery date was (B)(6) 2005, and post-operatively pt experienced post-op ileus; blood loss anemia, and right sacroilitis, requiring observation; liquid diet, and diagnostic/therapeutic injection (r) si joint. This is report 5 of 5 for the same event. This MDR is on the left screw at l5 (28mm).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.